Event description:
The weekly output calibration check, at this institution, is performed in the "service mode" and (for electron beams) a 10 x 10 cm electron cone. On a random basis, it has been observed that the output of our fourth electron beam (15e) is 16% high. If the energy is reprogramed via "no-mode" the 16% error goes away. Upon investigation, it was discovered that the photon jaw size 20 x 20 cm, for the first 3 electron energies (6e, 9e, 12e) was not changed to the proper setting of 15 x 15 cm when the energy was changed to the fourth electron energy (15e). When the accelerator is in this condition (wrong photon jaw size for selected energy and installed cone size) no interlock is tripped to alert the operator to this problem, allowing beam on and potentially miss-calibration of this beam! The results would be an under-dose (by 16%) of pts if they were treated with this improperly calibrated beam. No pts have been miss-treated at this institution due to this malfunction. The problem can be corrected by reprograming the energy by first going to "no-mode" and then selecting the 15e beam. The MFR has suggested that this is the proper way to program energy in the service mode. The operators manual, however, states "to select an energy, use the arrow keys to highlight the energy, wanted, and press the enter key (or type the item number for the energy desired)....."